Manufacturer narrative:
Upon review, the issue should not have been submitted as a medical device report (MDR) as the system was explanted for an infection located where the patient's left lead exits the burr hole cap.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report numbers: 1627487-2020-04883, 1627487-2020-04885, 1627487-2020-04889, 1627487-2020-04892, 1627487-2020-04896, 1627487-2020-04898, 1627487-2020-04899. It was reported an infection was present at an unknown location. As a result, surgical intervention may occur at a later date to address the issue. No further information is available at this time.